Event description:
It was reported that a patient reused single-use supplies while restarting peritoneal dialysis therapy. The patient disconnected and restarted therapies with the same supplies. Proper procedures were reviewed with the patient and therapy was ended. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused solution bags and the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set or solution bags more than once. It indicates that the disposable set and solution bags must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.